Event description:
The manufacturer received information in relation to a dreamstation 2 auto CPAP unit. The patient has alleged to pca by error and components burned, dreamstation 2 ui bezel plus with 2 inlet/outlet, reusable pollen filter service, humidifier water tank contaminated. . There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.